Manufacturer narrative:
No adverse patient effects have been reported as a result of this observation. An attempt has been made to gather addiitonal information about this event, specific to why the device was reprogrammed. This event will be updated if any additional information becomes available.additional information indicates that this patient's device was programmed to monitor only mode due to the patient entering hospice care. This event will be updated if any additional information becomes available.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator was programmed to monitor only mode, triggering a latitude red alert.